Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2022 due to the incision site being irritated/not healing properly. Additional information indicates the patient's bones were completely fused. The surgeon was unable to confirm the reason or source of irritation, but suspects the patient may have nutritional issues. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. Follow-up with the surgeon indicates the patient has healed well. No devices were returned for evaluation. The device history records were reviewed and no non-conformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, it is possible nutritional issues may have contributed to what was reported. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2022 due to the incision site being irritated/not healing properly. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.